Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door did not recognize being closed. A field service engineer (fse) cleaned all latch switch connections, applied conductive grease, and tightened and reseated the latch switch connectors to restore proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door would not open when retrieving a medication from the tower. After the user removed the drug, selected accept, and closed the door, the door failed and displayed a "hardware failure" message. This issue occurred multiple times daily. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.